Manufacturer narrative:
The root cause of the reported clinical observations was not identified and efforts to obtain additional product issue details were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system has been exhibiting steadily increasing pacing impedance measurements on the right ventricular (rv) channel. A red alert was generated due to a measurement greater than 2000 ohms. Additionally, threshold measurements have increased and there is no capture on the presenting data. A revision procedure was performed and the pace/sense portion of the competitive rv lead was surgically abandoned. The patient had an abandoned pacing lead which produced acceptable thresholds and stable impedance measurements. The lead was brought back into service and successfully interfaced to this device. No additional adverse patient effects were reported.